Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification. Reportedly, the customer used an insulin pen to fill the cartridge and was unable to confirm the amount of insulin that the cartridge had been filled with. The customer's blood glucose level was 350 mg/dl. Reportedly, as the customer was traveling, the customer used manual injections until cartridges were obtained.